Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that during a case, after an imaging system spin and x ray shot, the system was not shooting and an image appeared on the mobile view station (mvs) that was unrecognizable. Representative reported that the system was rebooted 3 or 4 times and issue was unresolved and the case was aborted and rescheduled. This issue occurred intra operatively and caused lessthan 1 hour surgical delay. There was no reported impact to the patient outcome.

Manufacturer narrative:
(H3,h6) no parts have been received by the manufacturer for evaluation. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000171r; product ID: m021083c001: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
(H3, h6): the manufacturing representative (rep) went to site to test the imaging system and on 14 jan - viewed system logs and generator log, no issue found; bypassed umbilical cord to verify no issue with umbilical cord; used lab view to verify 27vdc was present; used captured images with viva procedure, no image; placed order t=for detector interface. 17 jan - came back on site to find the system producing an image. And was able to produce 13 x-ray images. Grabbed logs for today, also reviewed previous day logs and found customer repeatedly run the system for 24 hrs. 20 jan - arrived on site took 6 shot ( 2 3d <(>&<)> 4 2d shot) no issues, grabbed logs and shut the system down. 21 jan - arrived onsite to observe system during cases. Found ias (image acquisition system) in hallway not plugged in while the mvs (mobile viewing station) was in the or room9. Provided support during 3 three cases. Customer was able to complete total of 6 spin with nav. Completed system checkout, device rts. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.